Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to poor environment or source of water (no further detail). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, routes and frequencies were not reported). Three weeks after the date of onset, the antibiotic treatment was discontinued. On an unreported date, the patient was recovered from the peritonitis. At the time of this report, pd therapy was ongoing. No additional information is available.